Manufacturer narrative:
The device history record could not be reviewed due to the lot number being unknown. Visual inspection reveals some damage to the threads of the screw along with considerable damage to the grooves on the screw head. There are also straight indentations on the threads running longitudinally down the shaft of the screw. Two of these screws are opposing (approximately 180 degrees opposite on the shaft of the screw) in position to each other. This seems to suggest a considerable amount of force was used in conjunction with a retention instrument to hold the screw. Functional testing (attempting to retain the screw on an iq blade) confirmed that the screw could not be retained. The complaint is confirmed. The most likely underlying cause of this complaint is excessive torque. The customer most likely applied excessive torque to the head of the screw during the insertion attempt, causing the head of the screw to be damaged. There are no indications of manufacturing defects. The instructions for use for this product states in the section titled bone screws: 1. The screwdriver, which has been designed, for a particular system of screws must always be used to be sure that proper screwdriver/screw head connection is achieved. 2. Incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. 3. Excessive torque can cause the screw to fracture. 4. Self drilling screws may fracture, bend or break if used in a bicortical application.

Event description:
It was reported during a procedure for cerebral hematoma, the screw was not retained on the driver since "the screw head was not sharp enough". Another screw of the same item number was used to complete the surgery. Upon follow up, the customer stated that the issue occurred when the surgeon was attempting to load the screw on the blade from the screw caddy. Upon evaluation of the returned screw it was identified the screw was inserted. Followed up with the complainant regarding the results of the device evaluation and the customer confirmed the issue occurred during insertion of the screw.